Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Although the initial visual inspection failed to identify the reported issue, functional testing confirmed the reported condition as a leak located on the back side of the bag between the bottom weld and manual addition port. Magnified inspection identified the leak as a small puncture with a scratch originating near the adjacent weld. Additionally, there was damage/ puncture identified near the manual add port aligned with the scratch and primary leak. The cause of the condition is unknown; however, a review of the bag manufacturing process did not identify an area of the process that would result in a defect or damage of this nature. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking at the seam of the medication injection port. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.